Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was suspected to have delivered an inappropriate shock due to an atrial driven arrhythmia, however there was a no atrial lead to confirm this. Initial detection shows the rhythm was correlated with the normal sinus rhythm template. Ventricular rate was irregular at times with the occasional premature ventricular contraction (premature ventricular contraction (pvc). The rhythm was in the monitor only (mo) zone with some fast beats that put it into the ventricular fibrillation (vf) zone. One shock diverted, and the subsequent shock was committed. It was noted that there were several episodes in the mo zone that appeared similar to the treated episode. The patient had been working out prior to the delivered shock. The patient was referred to cardiology/electrophysiology. This ICD remains in service. No additional adverse patient effects were reported.